Event description:
A pt reported blood glucose results of 10.6 mmol/l, 11.4 mmol/l, 6.6 mmol/l and 6.9 mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 precision. A control solution test was performed and the results fell within specifications.